Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a similar appearing slender coiled white metallic wire consistent with an essure in the corneal area of the left myometrium extending from the fallopian tube.'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight and right lower quadrant pain. (B)(6) 2005: radiology report ray of the mandible - four views indication: lump there is no evidence of fracture or dislocation. The adjacent soft tissue structures are within normal limits. Conclusion: no significant abnormality (B)(6) 2011: findings: included multiple right ovarian cyst with one dominant cystic area. There was endometriosis in the left ovarian fossa. There was an adhesion in the upper abdomen of the bowel to the anterior abdominal wall as well as some adhesions of the right ovary to the right ovarian fossa. There was some mild endometriosis in the right ovarian fossa. The appendix was normal. The uterus was unremarkable. The bladder was unremarkable. There was no hernia. Impression: pt having urinary urgency and painful urination. No hematuria, will get ua with c&s and stilt macrobid bid x 5 days (B)(6) 2017 :impression: u/s performed. Post ablation changes seen in the endometrial cavity. Echogenic coils visualized in the uterine comua, very small amount of fluid seen in the endometrial cavity which has decreased in volume when compared to the prior exam dated (B)(6) 2016. Complex (hemorrhagic) right ovarian follicular cyst measuring 1.8 x 1,5 x 1.5cm. Discussed with patient the benefits of estrogen based birth control to help with cyst. Sprintec rx sent. Patient to start pill when symptoms of menses present, as no menses due to ablation. Ocps. Reviewed proper use, timing, potential side effects and benefits, will reevaluate at annual exam (B)(6) 2017. Naproxen rx sent to help with pain. Call with questions/concerns. Concurrent conditions included anxiety since 2012, supraventricular tachycardia since 2009, vaginal discharge, follicular cyst of ovary, breast pain, fever, chills, breast lump, breast cyst, low back pain, nausea, menses irregular, vomiting, ovarian cyst, endometriosis, pelvic adhesions, bleed in luteal cyst, endometriosis ablation, constipation, dysuria, lymphadenopathy, rash, menometrorrhagia, endometrial polyp, genital bleeding, supraventricular tachycardia, polypectomy, multigravida, parity 3 (pregnancy 1. Feb1998 live birth. Ga 38 wks., gibs, 3 oz., female, vaginal, adopted pregnancy 2. Feb2005 live birth, 40 ga, 61b. 5 oz., female, vaginal), abdominal cramps, dizziness, hot flashes, urinary urgency, diverticulosis, vaginal yeast infection, vaginitis bacterial, amenorrhea, flank pain, nabothian cyst, swelling nos, prophylaxis, appetite lost, fatigue, edema face, crepitations, valsalva maneuver, abdominal pain localised, palpitations and peritoneal adhesions. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptyline kent), ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15), celecoxib (celexa), clonazepam (klonopin), codeine phosphate;paracetamol (tylenol with codeine no.3), estradiol, guanfacine hydrochloride, ibuprofen, ibuprofen (motrin ib), lorazepam, lorazepam (ativan), melatonin, misoprostol, prolactine inhibitors and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis"), alopecia ("hair loss") and uterine cyst ("reproductive system disorder or condition type of disorder or condition: uterine cyst") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst in ovary") and complication of device removal ("complication of device removal"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy, oophorectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, ovarian cyst, endometriosis, weight increased, alopecia, uterine cyst and complication of device removal outcome was unknown. The reporter considered alopecia, complication of device removal, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 125 lbs. Two essure coils were inserted without difficulty or resistance. There are approximately three coils remaining on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion where is normal opacification of the uterine cavity which has a normal contour. There is complete occlusion of both fallopian tubes in which there are occlusive devices demonstrated. There is no spillage of contrast into the peritoneal cavity conclusion: ,hysterosalpingogram demonstrates bilateral fallopian tube occlusions.. Pathology test - on (B)(6) 2011: gross description: the specimen is submitted in formalin fixative. The specimen container is labeled with the patient's name and right ovarian cyst. The specimen consists of an irregular, somewhat nodular fragment of soft, tannish-brown tissue, yellowish tissue and focally hemorrhagic tissue that measure 2 x 2 x 1.4 cm. The specimen is sectioned and submitted in to for histologic examination final diagnosis: right ovarian cyst: hemorrhagic corpus luteum cyst tissue. Ultrasound pelvis - on (B)(6) 2008: the uterus was visualized, anteverted in orientation with a symmetrical shape. The uterus measures 7.7 x 2.8 x 5.0 cm in size. The endometrium was symmetrical in shape with a double layer thickness of .30 cm. The endometrial lining appeared regular. Adnexa: the left ovary appeared normal and measured 2.7 x 1.8 x 2.9 cm. It was located between the uterus and the sidewall. The right ovary appeared normal and measured 4.1 x 1.6 x 1.8 cm. It was located between the uterus and the sidewall. Comments: 1. Fluid within the endometrium. 2. Bilateral follicular cysts; on (B)(6) 2011: conclusion: 1. 1.2 cm complex right ovarian cyst with small follicular like cysts present in both ovaries. 2. Small cervical nabothian cyst, 3. Small quantity of tree pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2016: impression: there is some fluid within the endometrial cavity. This is aa non specific finding. 1.5 cm complex cyst in the right cavity impression: CT abdomen: mild fatty infiltration in the liver. The organ of the upper abdomen have otherwise normal appearance CT pelvis: 1. Scattered air fluid levels are seen in non indicated loops of proximal small bowel. This could well represent enteritis 2. Retained stool in the proximal & transverse colon segments with little stool seen distally. Diverticulosis is noted without evidence of diverticulosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received. New event: embedded device was added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a similar appearing slender coiled white metallic wire consistent with an essure in the corneal area of the left myometrium extending from the fallopian tube.'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight and right lower quadrant pain. (B)(6)2005: radiology report ray of the mandible - four views indication: lump there is no evidence of fracture or dislocation. The adjacent soft tissue structures are within normal limits. Conclusion: no significant abnormality. (B)(6)2011: findings: included multiple right ovarian cyst with one dominant cystic area. There was endometriosis in the left ovarian fossa. There was an adhesion in the upper abdomen of the bowel to the anterior abdominal wall as well as some adhesions of the right ovary to the right ovarian fossa. There was some mild endometriosis in the right ovarian fossa. The appendix was normal. The uterus was unremarkable. The bladder was unremarkable. There was no hernia. Impression: pt having urinary urgency and painful urination. No hematuria, will get ua with c&s and stilt macrobid bid x 5 days (B)(6)2017 :impression: u/s performed. Post ablation changes seen in the endometrial cavity. Echogenic coils visualized in the uterine comua, very small amount of fluid seen in the endometrial cavity which has decreased in volume when compared to the prior exam dated (B)(6)2016. Complex (hemorrhagic) right ovarian follicular cyst measuring 1.8 x 1,5 x 1.5cm. Discussed with patient the benefits of estrogen based birth control to help with cyst. Sprintec rx sent. Patient to start pill when symptoms of menses present, as no menses due to ablation. Ocps. Reviewed proper use, timing, potential side effects and benefits, will reevaluate at annual exam (B)(6)2017. Naproxen rx sent to help with pain. Call with questions/concerns. Concurrent conditions included anxiety since 2012, supraventricular tachycardia since 2009, vaginal discharge, follicular cyst of ovary, breast pain, fever, chills, breast lump, breast cyst, low back pain, nausea, menses irregular, vomiting, ovarian cyst, endometriosis, pelvic adhesions, bleed in luteal cyst, endometriosis ablation, constipation, dysuria, lymphadenopathy, rash, menometrorrhagia, endometrial polyp, genital bleeding, supraventricular tachycardia, polypectomy, multigravida, parity 3 (pregnancy 1. (B)(6)1998 live birth. Ga 38 wks., gibs, 3 oz., female, vaginal, adopted pregnancy 2. (B)(6)2005 live birth, 40 ga, 61b. 5 oz., female, vaginal), abdominal cramps, dizziness, hot flashes, urinary urgency, diverticulosis, vaginal yeast infection, vaginitis bacterial, amenorrhea, flank pain, nabothian cyst, swelling nos, prophylaxis, appetite lost, fatigue, edema face, crepitations, valsalva maneuver, abdominal pain localised, palpitations and peritoneal adhesions. Concomitant products included amitriptyline, amitriptyline hydrochloride (amitriptyline kent), ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15), celecoxib (celexa), clonazepam (klonopin), codeine phosphate;paracetamol (tylenol with codeine no.3), estradiol, guanfacine hydrochloride, ibuprofen, ibuprofen (motrin ib), lorazepam, lorazepam (ativan), melatonin, misoprostol, prolactine inhibitors and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis"), alopecia ("hair loss") and uterine cyst ("reproductive system disorder or condition type of disorder or condition: uterine cyst") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst in ovary") and complication of device removal ("complication of device removal/complicated case to remove"). The patient was treated with surgery (B)(6)2017 hysterectomy with bilateral salpingectomy, oophorectomy, (B)(6)2017 hysterectomy with bilateral salpingectomy, oophorectomy,d&c and ablation on (B)(6)2006.). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, ovarian cyst and complication of device removal outcome was unknown and the pelvic pain, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, endometriosis, weight increased, alopecia and uterine cyst had not resolved. The reporter considered alopecia, complication of device removal, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 125 lbs. Two essure coils were inserted without difficulty or resistance. There are approximately three coils remaining on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.7 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion where is normal opacification of the uterine cavity which has a normal contour. There is complete occlusion of both fallopian tubes in which there are occlusive devices demonstrated. There is no spillage of contrast into the peritoneal cavity conclusion: ,hysterosalpingogram demonstrates bilateral fallopian tube occlusions.. Pathology test - on (B)(6)2011: gross description: the specimen is submitted in formalin fixative. The specimen container is labeled with the patient's name and right ovarian cyst. The specimen consists of an irregular, somewhat nodular fragment of soft, tannish-brown tissue, yellowish tissue and focally hemorrhagic tissue that measure 2 x 2 x 1.4 cm. The specimen is sectioned and submitted in to for histologic examination final diagnosis: right ovarian cyst: hemorrhagic corpus luteum cyst tissue. Ultrasound pelvis - on (B)(6)2008: the uterus was visualized, anteverted in orientation with a symmetrical shape. The uterus measures 7.7 x 2.8 x 5.0 cm in size. The endometrium was symmetrical in shape with a double layer thickness of .30 cm. The endometrial lining appeared regular. Adnexa: the left ovary appeared normal and measured 2.7 x 1.8 x 2.9 cm. It was located between the uterus and the sidewall. The right ovary appeared normal and measured 4.1 x 1.6 x 1.8 cm. It was located between the uterus and the sidewall. Comments: 1. Fluid within the endometrium. 2. Bilateral follicular cysts; on 28-nov-2011: conclusion: 1. 1.2 cm complex right ovarian cyst with small follicular like cysts present in both ovaries. 2. Small cervical nabothian cyst, 3. Small quantity of tree pelvic fluid.. Ultrasound scan vagina - on (B)(6)2016: impression: there is some fluid within the endometrial cavity. This is aa non specific finding. 1.5 cm complex cyst in the right cavity impression: CT abdomen: mild fatty infiltration in the liver. The organ of the upper abdomen have otherwise normal appearance CT pelvis: 1. Scattered air fluid levels are seen in non indicated loops of proximal small bowel. This could well represent enteritis 2. Retained stool in the proximal & transverse colon segments with little stool seen distally. Diverticulosis is noted without evidence of diverticulosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event outcome was updated for the events: hair loss, vaginal pain, pelvic pain, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), uterine cyst, endometriosis, migraines / headaches, dyspareunia, weight gain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Concurrent conditions included anxiety since 2012 and tachycardia since 2009. Concomitant products included amitriptyline, clonazepam (klonopin), lorazepam and melatonin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), alopecia ("hair loss") and uterine cyst ("reproductive system disorder or condition type of disorder or condition: uterine cyst") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst in ovary") and complication of device removal ("complication of device removal"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy, oophorectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, ovarian cyst, endometriosis, weight increased, alopecia, uterine cyst and complication of device removal outcome was unknown. The reporter considered alopecia, complication of device removal, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), migraines / headaches, reproductive system disorder or condition type of disorder or condition: cyst in ovary; endometriosis, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, weight gain, hair loss, uterine cyst, vaginal pain, complication of device removal'' were added. Medical history and lab data were added. Concomitant medication were added. Reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.